Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The repair information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
The customer reported that during use on a patient, the intra-aortic balloon (iab) did not inflate for the cs300 intra-aortic balloon pump (iabp). Consequently. The customer quickly swapped over to a cs100 iabp, and then the balloon was able to inflate. No patient injury or harm was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
The customer reported that during use on a patient, the intra-aortic balloon (iab) did not inflate for the cs300 intra-aortic balloon pump (iabp). Consequently. The customer quickly swapped over to a cs100 iabp, and then the balloon was able to inflate. No patient injury or harm was reported.